Manufacturer narrative:
Quality controls had been run on all three meters and passed within the 24 hour period. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states "as a matter of good clinical practice, caution is advised in the interpretation of neonate blood glucose values below 50 mg/dl. Please follow the recommendations for follow-up care that have been set by your institution for critical blood glucose values in neonates. Glucose values in neonates suspect for galactosemia should be confirmed by an alternate glucose methodology."

Event description:
The initial reporter received questionable glucose results from multiple accu-chek inform ii meters from a newborn patient. At 1:35 pm, the result from heel-stick using meter serial number (B)(4) was 197 mg/dl. The nurse did not believe the result to be accurate. The result from the laboratory for a sample was drawn at 2:30 pm and resulted at 3:00 pm was 48 mg/dl. The physician believed the result of 48 mg/dl to be an accurate result. The physician then ordered heel-stick glucose testing every 2 hours for this patient. At 4:30 pm, the result using meter serial number (B)(4) was 108 mg/dl. The result using meter serial number (B)(4) was 110 mg/dl. The result using an unknown inform ii meter was 112 mg/dl. The meter testing was performed from the same heel-stick. The result from the laboratory using a sample drawn at 4:30 pm and resulted at 5 pm was 46 mg/dl. None of the three meter results were believed. The physician believed the laboratory result of 46 mg/dl to be an accurate result.